Manufacturer narrative:
The device was not returned for evaluation. The imaging provided shows the 12mm coalition mis anchor at the c5/c6 inferior level backed out. Additional information provided that the set screw positioner was not locked off. It is possible that the blocking set screw was not turned during the initial surgery to lock the construct successfully blocking the implanted anchors; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that there was a revision surgery to replace a coalition bone screw that was loose and caused an anchor to back out 3 days post operatively.

Manufacturer narrative:
The device was not returned for evaluation. The imaging provided shows the 12mm coalition mis anchor at the c5/c6 inferior level backed out. Additional information provided that the set screw positioner was not locked off. It is possible that the blocking set screw was not turned during the initial surgery to lock the construct successfully blocking the implanted anchors; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that there was a revision surgery to replace a coalition bone screw that was loose and caused an anchor to back out 3 days post operatively.